Event description:
It was reported that the patient presented remotely via merlin.net transmission with ventricular fibrillation episodes. Upon review, the episodes showed possible noise on the right ventricular lead. There were no other electrical anomalies and noise was not reproducible. Programming changes were made. The patient was stable after the changes.